Event description:
It was reported that despite troubleshooting attempt the patient was having difficulty charging the ipg and the remote control was difficult to connect. The patient underwent a revision procedure wherein the old ipg was replaced with a magnetic resonance imaging (MRI) capable one. The patient was doing well postoperatively, and the explanted device will not be returned.

Manufacturer narrative:
Block b3: exact date unknown, event occurred over a year ago from date manufacturer was made aware.